Event description:
Patient reported right side "allergies, itchy skin, implant is hard (unknown side) or getting bigger, burning sensation¿, non device related "breast cancer ndr, unable to sleep, loss of weight, thyroid overactive, bii, muscle spasms, digestion issues, immune system was affected, loss of hair." Patient later reported " capsular contracture baker grade IV." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.